Event description:
It was reported that the user experienced increased hypoglycemia while using the ilet and elected to discontinue use and return to a prior tubeless system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no hospitalization, and cessation of ilet use. Investigation of this case revealed no device alarms or malfunctions reported and no confirmed device or component failure identified; the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.